Manufacturer narrative:
Received correspondence from the end-user's legal counsel claiming while the end-user was operating their powerchair, a cable from the power chair allegedly failed which reportedly caused the device to come to a sudden stop. This action reportedly propelled the end-user forward, slamming them to their knees, resulting in various injuries to include displaced tibial plateau fracture, large joint effusion to left knee, and general pain to shoulder. Information provided indicated while the end-user was operating the power wheelchair, one of the cables was alleged to have failed which resulted with the device coming to a sudden stop. This event was reported to have occurred approximately 1 year prior to permobil having become aware of the event. Since the event, permobil has been unable to inspect the device, and the current status/location of the device has not been provided to permobil. At this time, permobil is unable to confirm a product malfunction having occurred as alleged. If any new information is provided, a follow-up report will be submitted.

Event description:
Received report claiming while the end-user was operating their powerchair, a cable from the power chair allegedly failed which reportedly caused the device to come to a sudden stop. This action reportedly propelled the end-user forward, slamming them to their knees, resulting in an injury.